Event description:
Nurse removed neuron from packaging. Doctor tried to flush the catheter but was unsuccessful which caused concern, at this point I noticed that the catheter had broken, distal end of the neuron was still in the packaging. Product had not entered patient, however, the doctor had handled the product and it had become contaminated with patient blood from his gloves. It was noticed that sticky tape was attached to the distal tip of the neuron - holding it onto the paper packaging. Perhaps this tape caused the catheter to snap when force was applied (catheter being removed from packaging).

Manufacturer narrative:
Device investigation: results: the catheter is broken approximately (7.4 cm) from the distal tip of the shaft. This catheter is also kinked approximately (47.5 cm) from the hub. A 0.070 mandrel was introduced into the hub and advanced distally until it reached the kinked area in the proximal portion of the shaft. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The catheter is broken in the distal portion of the shaft as described in the complaint. The catheter is packaged with a shipping mandrel to protect the shaped tip. The mandrel is tapped down to the packaging card for stability. The complaint mentions that the tape may have held the tip of the neuron down to the card and caused the break when the operator pulled the catheter from the card. This is unlikely because the devices are inspected after packaging and during boxing for any issues with the packaging. If the tip was trapped under the tape, the catheter could break at the distal end as seen in this case. Catheter breaks at the distal tip also occur during removal from packaging if the operator is not careful to remove the mandrel before removing the catheter from the shipping tube. It is unknown which issue caused the break in the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.